Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a cut was discovered on the cable. Additionally, as noted in describe event or problem, no image was being produced due to a defective charged coupled device unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus hd autoclavable camera head due to a hole being noted in the cable during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the camera head was not producing an image. This report is being submitted to capture the no image event noted during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The cause of the reported event of "no image" was determined to be due to failure of the charge coupled device. A definitive root cause could not be identified.